Event description:
It was reported that a technician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a stenting procedure. Reportedly, the patient was moving, not staying still; the sheath kinked and no blood return/no marking was obtained. The device was removed from the patient's anatomy, a guide wire was inserted and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: the patient was described as overweight; no specific weight was provided. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.